Event description:
An artelon cmc spacer was explanted due to alleged chronic pain and loss of strength in right thumb joint which persisted despite conservative treatment. (B)(4).

Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant (B)(4) and artimplant USA, inc. No info supporting allegations of lawsuit currently available.